Event description:
It was reported to boston scientific corporation that an 80cm two-port through the peg jejunal feeding tube (j-tube) was being used for the purpose of administering medication for advanced stage parkinson's disease. This device was placed on (B)(6) 2011. According to the complainant, on (B)(6) 2012, the j-tube became kinked in two places and the patient was hospitalized. Duodopa treatment was discontinued. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an 80cm two-port through the peg jejunal feeding tube (j-tube) was being used for the purpose of administering medication for advanced stage parkinson's disease. This device was placed on (B)(6) 2011. According to the complainant, on (B)(6) 2012, the j-tube became kinked in two places and the patient was hospitalized. Duodopa treatment was discontinued. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A physical examination of the device found it to have been cut into 2 pieces. The proximal section length was measured to be approximately 16 cm starting from the hub. The distal portion was measured to be approximately 67 cm long. Specification is 80 cm ± 3 cm. No kinking was found in the extrusion and despite the heavy residue and discoloration throughout, the extrusion still remained pliable. The cut ends of the extrusion appear to have been caused by scalpel or similar sharp instrument. The hub was found to be missing the port cap. The suture was intact in on the distal end of the extrusion and a bezoar was found to be attached to the suture. The condition of the returned unit was not consistent with the complaint incident that the device was kinked. The cut feeding tube and missing port cap are likely due to customer damage and procedural factors although the device could not be functionally verified / evaluated with respect to kinking while implanted inside the patient, the supplied directions for use (dfu) two-port ttp j-tube kit, lists kinking as a possible complication. Based on the examination of the returned device, the event description and evaluation of other devices with the same issue of feeding tube kinked, the most probable root cause is anticipated procedural complication. A device history record (DHR) review of lot number 13922809 was performed and revealed no issues related to the reported complaint. A lot history search was performed and found no other complaints against lot number 13922809.

Manufacturer narrative:
(B)(4): kink in j-tube. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an 80 cm two-port through the peg jejunal feeding tube (j-tube) was being used for the purpose of administering medication for advanced stage parkinson's disease. This device was placed on (B)(6) 2011. According to the complainant, on (B)(6) 2012 the j-tube became kinked in two places and the patient was hospitalized. Duodopa treatment was discontinued. The j-tube was replaced on (B)(6) 2012 and the duodopa was restarted that day. In addition, the patient was discharged from the hospital on (B)(6) 2012.